Event description:
(B)(6) clinical study. Same case as 2134265-2011-05916. It was reported that following a coronary artery stenting treatment procedure occlusion occurred. A de-novo lesion located in the proximal left circumflex (lcx) with reference vessel diameter of 2.75 mm, a length of 40.0 mm and 90% stenosis was treated with pre-dilatation, deployment of a 2.50x24 mm taxus express 2 stent and a 2.75x16 mm taxus express 2 stent. Residual stenosis became 0%. Timi-3 remained unchanged throughout the procedure. The patient was discharged with no complications on bayaspirin and plavix. In (B)(6) 2010, stenosis in the distal lcx with ischemic symptom (stable angina pectoris) was confirmed and pci was performed. The lesion located in the distal lcx with reference vessel diameter of 2.50 mm, a length of 15.0 mm and 75% stenosis was treated with balloon angioplasty and deployment of a non bsc stent. Residual stenosis became 0%, timi-3 remained unchanged throughout the procedure. The patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).